Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system needle broke. This was discovered before use. The following information was provided by the initial reporter: at 9:00 on (B)(6) 2019, the patient suffered from gastrointestinal bleeding, and the nurse established a vein channel for the patient. When the indwelling needle was used, the needle was taken off the package, and the nurse replaced the indwelling needle without causing any adverse harm to the patient.

Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system needle broke. This was discovered before use. The following information was provided by the initial reporter: at 9:00 on (B)(6) 2019, the patient suffered from gastrointestinal bleeding, and the nurse established a vein channel for the patient. When the indwelling needle was used, the needle was taken off the package, and the nurse replaced the indwelling needle without causing any adverse harm to the patient.